Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 sensor after reducing carbohydrate intake and announcing dinners as less than usual, with persistent readings in the 200s and decreased time in range; the user also reported a prior hypoglycemia episode, used oral glucose for the low, did not use backup therapy for the high, and had no alarms or new medications. Symptoms included sweating during the low and no reported symptoms during the high. Outcomes included prolonged hyperglycemia without medical intervention or hospitalization. Investigation included troubleshooting and education, including assigning additional training to review meal announcements and assess whether a reset is beneficial. Investigation of this case revealed user difficulty with meal announcement strategy that did not sufficiently treat hypoglycemia risk and was counterproductive for glycemic control, with no pump alarms reported and infusion set details unchanged within the usual wear timeframe. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement behavior.